Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was confirmed by olympus third-party agency, and a definitive root cause could not be determined. However, it is presumed that due to fatigue breakdown by repeated operation of forceps elevator, after k-wire (knob wire) strand was cut, the strand was frayed and raised by repeated brushing around forceps elevator and attachment/detachment of distal cover. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the forceps elevator mechanism olympus will continue to monitor field for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the duodenovideoscope's forceps elevator wire was broken and had stranded wires. This occurred during preparation for use. There were no reports of patient harm or injury.